Manufacturer narrative:
Additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Ran three accuracy tests, the pump was found to be within manufacturing specifications. No problems were found with the fluid delivery of the pump. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: performed a full standard preventive maintenance.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump "failed volume testing (21.29, 21.37)". No patient injury reported.